Event description:
There was an allegation of discrepant high cardiac markers assay results for one patient sample tested on a cobas e 801 analytical unit. This medwatch will apply to the elecsys myoglobin assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the elecsys ck-mb assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the elecsys troponin t hs assay. Given the discrepancy between the high cardiac markers results and the normal nt-probnp and cardiac imaging and clinical correlation, the customer suspects a persistent interference with the patient's sample: the troponin t hs result was 3486 ng/l. The myoglobin result was 1006 ng/ml. The ck-mb result was 302 ng/ml.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). Sample material was provided for investigation. The investigation is ongoing.